Event description:
It was reported that atrial sensing was 0.2 mv and there was no capture. This was attributed to lead dislodgement. A lead repositioning procedure was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.